Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced symptoms, consistent with pump end-of-life including yellow wrench and red heart alarms, increased current draw, excessive motor dust, grinding sounds along with intermittent pump stoppage while at home. Hand pumping was initiated. The pt was hospitalized and placed on pneumatic support, using a stroke volume limiter (svl) and drive console. The pt appears to have sings of inflow valve regurgitation. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The pt remains ongoing with the lvad. The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time.